Event description:
Had cook celect filter placed in ivc 8 years ago after polytrauma. Presented in (B)(6) 2018 with abdominal pain. CT scan showed strut of filter penetrated duodenum with intramural hematoma. A single fractured strut was found within the pericardiac tissues surrounding the right atrium, extending into the adjacent right lung. Filter was removed from ivc on (B)(6) 2018 using endovascular techniques. Pt will undergo add'l testing and evaluation to determine treatment plan for remaining strut in pericardial tissues/lung.